Event description:
Patients implanted power port was not working properly. The patient was brought to the or to replace with a new port. During removal it was discovered that a portion of the catheter broke off and was found to be in the right atrium. We were unable to retrieve the broken portion. Patient required intervention at an outside facility for removal of broken piece which was successful.